Event description:
Physician reported right-side device rupture and "silicone deposition in lymph nodes" per MRI. The device has been explanted and replaced.

Manufacturer narrative:
Continued postal code (e1): (B)(6). Continued health effect - impact code 4: f1905. Photo analysis: additional observations: -rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted. The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Physician reported right-side device rupture and "silicone deposition in lymph nodes" per MRI. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on radius side assessed as unidentified (tear) opening. (Shell thickness within specification). Silicone migration: unable to observe as it is a medical event not related to the device. Additional observations: no other observation observed. No further actions are required as the device was implanted.